Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the "insertion tip was inside the skin" after inserting the abbott diabetes care (adc) device. As a result, the customer experienced symptoms of bleeding after removing the device and had contact with a non-healthcare professional (non-hcp/caregiver) who provided an unspecified treatment. There was no report of death or permanent injury associated with this event.